Event description:
It was reported that (1) lcsc5 was used during a lap supra cervical hysterectomy procedure. It was reported by the rep that the harmonic scalpel was being used. The cannula being used pulled out of site and had to be reinstated. When this was done curved shears were sticking out of the tip of cannula and were forced apart and broke. The piece that fell off was the insulation pad and not the blade. This piece fell into the abdominal cavity and was not able to be retrieved laparoscopically. The surgeon had to open pt up to retrieve the piece and would not have been able to find it without opening. It was deep in the abdomen under bowel. The case was convert to open.